Manufacturer narrative:
The subject device was returned to the service department of olympus (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed that the subject device made the alarm and front panel lit out during the subject device worked. It was found the failure of the main board/pressure sensor circuit of the subject device which caused the reported phenomenon. There was any sign of visible damage for the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc concluded there was the possibility this phenomenon was attributed to the failure of the main board of the subject device. The cause of the failure of the main board could not be identified. However, omsc surmised that the failure of the main board might be occurred due to the failure of pressure sensor. Also the failure of pressure sensor could not be identified but it might be occurred due to aging deterioration with passing more than 5 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use it was found that the subject device made the loud beeping sound and the front panel lit out. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.